Manufacturer narrative:
Section b5, d4, d7, d10, h3, h4: additional information. Manufacturer's investigation conclusions: the evaluation of heartmate ii lvas, serial number(B)(6), confirmed driveline wire damage. The submitted log file contained data from (B)(6) 2019 through (B)(6)2019. The log file captured pump stoppage events with associated low speed/flow hazard alarms on (B)(6) 2019 and (B)(6) 2019. Between these events, multiple low speed advisory/hazard alarms were captured. During multiple low speed events, pump power is elevated, up to 18.0 watts. All low speed and pump stoppage events occurred while the system was supported by the power module. No other atypical alarms or events were captured. For the remainder of the captured log file data, the pump maintained a speed above the low speed limit and appeared to be functioning as intended. Based on past experience with the hmii lvas and similarly reported events, the pump stoppage events captured within the submitted log file could be indicative of an issue with the driveline. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and apical sewing ring were not returned. Of note, the sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the device and in new/unused condition. Evaluation of the inflow conduit and outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-12634 revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 4¿, 10¿, and 14¿ from the pump housing. A distal segment adjacent to the metal connector containing a repair was also returned measuring approximately 23¿ in length. Continuity testing was performed on the driveline segments and all wires were found to be electrically intact. The clear bionate layer was in good condition with no signs of wear or damage. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed. Visual and microscopic examination of the driveline revealed no breaches in the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and breaches to the wire insulation were observed on the black wire approximately 5.5¿ from the pump housing and on the red wire approximately 7.5¿ from the pump housing. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The black wire represents one of the two redundant wires that comprise phase 2 and the red wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground could have caused low speed/pump stoppage events while the patient was connected to the power module. Also, if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries or while using an ungrounded patient cable), the resulting phase to phase short would have caused the low speed/pump stoppage events captured in the submitted log file. The current heartmate ii lvas, document #106020, rev. H, discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, document #106022, rev. G, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the correct date of the patient's pump exchange was (B)(6) 2019, not (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient had multiple low flow alarms while attached to an ungrounded power cable and sleeping at home. Pump off, low flow, and low speed advisory alarms were noted upon interrogation in clinic. Log files were reviewed and the data showed multiple low speed events as well as pump stops. Two of the pump stops were associated with a high motor current. These issues only appeared to be occurring while the vad was connected to the power module. As the patient was already connected to an ungrounded cable it appeared that the short to shield had advanced to a phase to phase short. Based on the x-rays the external portion of the drive line was unremarkable. There was a stretched area at the pump end where the shielding goes into the pump that appeared either stretched or pulled away from the throat of the pump. On (B)(6) 2019 the patient underwent a pump exchange and was doing well post operation.